Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made. Per medical records review about few years post implant of crurasoft patch, patient was diagnosed with scarring and dysphagia. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 35 units released for distribution in jul 2010. Updated fields: a2, a4, b3, b4, b5, b7, d4, d6.a, g3, g6, h2, h4, h6, h10, h11. Corrected field: b2 (event attributed to) and d3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a crurasoft patch. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2015 - patient was diagnosed with paraoesophageal hernia thereby underwent laparoscopic repair with implant of crurasoft patch. Per operative notes, ¿there was a giant paraoesophageal hernia with a gastric volvulus within the chest. The sac was dissected and reduced to the abdomen and a hiatal defect was repaired with non-absorbable sutures and an onlay mesh using crurasoft patch placed behind the esophagus.¿ (B)(6) 2018 - patient was diagnosed with dysphagia, extensive scarring around the previous repair thereby underwent repair with implant of pig collagen mesh (permacol mesh). (Note, there was no mention/visualization of 3dmax mesh during this repair) (B)(6) 2019 - patient underwent repair with removal of part of pig collagen mesh. (B)(6) 2019 - patient was diagnosed with dysphagia thereby underwent placement of esophageal stent.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a crurasoft patch. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2015 - patient was diagnosed with paraoesophageal hernia thereby underwent laparoscopic repair with implant of crurasoft patch. Per operative notes, ¿there was a giant paraoesophageal hernia with a gastric volvulus within the chest. The sac was dissected and reduced to the abdomen and a hiatal defect was repaired with non-absorbable sutures and an onlay mesh using crurasoft patch placed behind the esophagus.¿ (B)(6) 2018 - patient was diagnosed with dysphagia, extensive scarring around the previous repair thereby underwent repair with implant of pig collagen mesh (permacol mesh). (Note, there was no mention/visualization of crurasoft patch during this repair). (B)(6) 2019 - patient underwent repair with removal of part of pig collagen mesh. (B)(6) 2019 - patient was diagnosed with dysphagia thereby underwent placement of esophageal stent.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum#1: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made. Per medical records review about few years post implant of crurasoft patch, patient was diagnosed with scarring and dysphagia. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2010. Addendum#2: h11: this supplemental emdr is submitted to correct the event description. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a crurasoft patch. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.